Event description:
It was reported that during a photo-selective vaporization of prostate, the fiber had contact with the tissue once and fiberlife was triggered. It was noted by the urologist that the patients prostate was large. There was excessive tissue accumulation on the tip of the fiber requiring cleaning. The fiber tip was cleaned one time. The flow valve was opened and fluid was observed to be coming out of the metal cap window. The pressurized saline irrigation was not used and the irrigation solution was not set up per the instructions for use (IFU). The fiber was replaced and a second fiber was used to complete the procedure without patient complications. The fiber was not returned for analysis but media analyzed showed a distal circumferential fracture. The potential for forward firing may exist.

Manufacturer narrative:
Investigation summary: although the fiber was not received for analysis, the reported event is confirmed as visual evaluation of media provided by the customer identified that a distal circumferential fracture occurred. The potential for forward firing exists. Based on the limited information available the exact cause that contributed to the distal circumferential fracture and reported event cannot be conclusively established. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. However visual evaluation of a media provided by the customer identified that there was a distal circumferential fracture. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off-label use, or that the guidance in the IFU was not followed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.